Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that an external dialyzer leak occurred shortly after a patient¿s hemodialysis (hd) treatment had begun. The dialyzer was reportedly leaking dialysate from a ¿tiny hole¿ traced to the side of the dialyzer. The machine, a fresenius 2008t, did not alarm. Fresenius bloodlines were also being used. No leak was noted during the priming phase, and it was confirmed that all connections were secure. Once the leak was identified, the patient¿s treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was less than 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on a different machine. The sample was reportedly available to be returned for a manufacturer evaluation.